Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed but the root cause is unknown. The product returned for evaluation was a 4.2fr s/l broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located in the intermediate tubing that surrounds the 4.2fr tubing and was found 0.3" distal to the clamping oversleeve. The observed damage which is characteristic of this failure type included: 's' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. Reference (B)(4) for further information about this failure type. For the intermediate tubing to rupture, the 4.2 fr s/l tubing that is contained within the intermediate tubing must have been breached, but no leaks were identified in the 4.2fr tubing that was returned for evaluation. The catheter had been cut 0.1¿ distal to the s-shaped split. It is possible that a breach in the 4.2fr tubing was located in the segment of catheter distal to the cut made by the user. The segment of 4.2 fr tubing that was investigated with (B)(4) may have been cut away from the catheter investigated in this complaint record, but no leaks were detected in the catheter segment. Although the cause in the intermediate tubing appears to be attributable to overpressurization, the cause of the breach in the 4.2 fr tubing is unknown.

Event description:
On (B)(6) 2015 - per email from (B)(6): facility has a patient out here that has a broviac catheter, single lumen 4.2f size. The external portion of the line allegedly looks like it has a tear on the outer layer of the tubing, no leaking though. On (B)(6) 2015 - per email: "the nurse told us that they use 10 ml syringes. The inner tubing (catheter) did not appear damaged as the infusion was going and there was no leaking or bulging. The outer tubing (catheter) was not bulging, it had an irregular/jagged break in it exposing the inner tubing (catheter). As far as the clamping goes, this is an unknown. Interestingly, the hub end that we removed in order to repair and replace a new hub end with clamping pad did not read "clamp here" on it (as did the replacement hub does)." On 10/20/2015.- functional testing revealed a burst and a leak in the intermediate tubing that surrounds the internal tubing. Burst damage in the intermediate tubing would require a breach in the internal tubing. However, the portion with the breach was not returned for evaluation.